Event description:
It was reported that the procedure was to treat a lesion in the left main iii vessel. The 2.75 x 33 mm xience xpedition stent delivery system (sds) was advanced to the lesion without issue and inflated. The stent was thought to be deployed; however, when the sds was removed, it was observed that the stent was still in the protective sheath. There was no resistance noted during removal of the protective sheath, prior to use. A non-abbott stent was used to treat the lesion successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Failure to follow steps. Evaluation summary: the device was returned for evaluation. Stent dislodgment was confirmed. Based on visual and dimensional analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states prior to use, verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. In this case, the reported IFU deviation did not cause or contribute to the complaint.